Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: with the provided information, it is presumed that push/pull and/or rotational manipulation might be given to the guide wire in some excessive manner, resulting in the breakage of the guide wire due to the accumulated bending and/or rotational force exceeding the products design limit. As for the vessel dissection, it is presumed to have occurred in complex relation with the anatomical condition of the vessel, the guidewire manipulation manner before and after the breakage of the guidewire. Though the device investigation could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. Warning section of instructions for use describes: this guide wire must be used only by a physician who is fully trained in ptca/pta treatment. Observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. And as possible complications and adverse events of guide wire use: separation or breakage of the guide wire. Damage to a vessel, including possible vessel perforation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was retained by hospital/customer. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. A miracle brothers guide wire was advanced toward the target lesion and the distal tip broke off and remained in the patient anatomy, causing a dissection. Reportedly resistance was noted with an unspecified guide catheter during advancement and withdrawal. The separated distal tip and the dissection were treated by using an unspecified stent to crush the distal tip against the vessel wall as well as using the stent to successfully cover the dissection. There was a clinically significant delay during the procedure as the patient's radiation exposure exceeded maximum dose; thus, the patient was required to stay overnight for observation. The patient was discharged 24 hours later on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
(B)(4).